Manufacturer narrative:
As alleged a corner of the inner paper envelope containing the ventralight st mesh was sealed within the foil pouch seal. The physical sample has been received for evaluation and the initial review finds no evidence that the inner paper envelope was sealed within the foil pouch seal. Note, the seal in question is sealed prior to placement of the envelope into the foil pouch. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is complete, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged, when the inner foil package of the ventralight st mesh was opened, the customer reports that the corner of the mesh envelope was sealed in the foil packaging. The operating room staff did not trust it to be sterile and was not used. The procedure was completed with another mesh. There was no patient injury.

Manufacturer narrative:
As alleged a corner of the inner paper envelope containing the ventralight st mesh was sealed within the foil pouch seal. The physical sample has been received for evaluation and the initial review finds no evidence that the inner paper envelope was sealed within the foil pouch seal. Note, the seal in question is sealed prior to placement of the envelope into the foil pouch. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is complete, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum this supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirms the presence of visible foil-to-foil primary sealing and evidence of complete adhesive transfer. Evaluation shows the pouch was sealed correctly, and the inner paper (tyvek) envelope did not damage the seal. The tyvek envelope was not caught within the seal. The seal in question is sealed prior to the tyvek envelope being placed into the foil pouch. Examination of the seal confirms there was no breach to the package prior to opening. The tyvek envelope was identified free inside the pouch with no finding that could harm the chevron sealed side. The product meets product specifications. Updated fields: b4, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged, when the inner foil package of the ventralight st mesh was opened, the customer reports that the corner of the mesh envelope was sealed in the foil packaging. The or staff did not trust it to be sterile and was not used. The procedure was completed with another mesh. There was no patient injury.